Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon placed the ports for the procedure. Achieved pneumo-peritoneum. While inserting the 5mm grasper and forceps thru the trocar, there was a loss of pneumo as a result of a leak between the inserted instrument and the lower seal. The leak was evident primarily when torque was placed against the inner wall of the trocar canula. The ports had been placed at an angle through the abdominal wall for optimal access to the vital organs. The surgeon had to remove the trocars and replace them with competitor's trocars to continue case without further incident. The procedure was prolonged by fifteen minutes. The patient is stable. There were no adverse consequences for the patient. Four devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.